Event description:
It was reported that patients device cause a lot of pain and itching. The patient underwent an explant procedure where all devices were removed. The explanted device was disposed at the hospital.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7072911/7072903.